Event description:
Boston scientific crm received information that, during the replacement procedure of the associated right ventricular (rv) lead, the physician noticed this right atrial (ra) lead had dislodged. The physician elected to implant a new ra lead. There were no adverse patient effects reported.

Manufacturer narrative:
This ra lead was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.